Event description:
An overdose was reported. The reporter stated that the pump was over infusing. No pump alarms had been heard. The last pump refill had been a week ago. The patient presented to the emergency room on (B)(6) 2012 and was admitted to the intensive care unit. The patient was given narcan. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
Additional information reported that the patient had been ¿totally unresponsive¿ due to getting too much drug. The drug in the pump was dilaudid (hydromorphone).

Manufacturer narrative:
Catheter model #8709sc, lot # n175919004, implanted: (B)(6) 2008, explanted: unkown.

Event description:
A company representative later reported that the husband said that there were times in the past where the patient had received too much of the medication and they had to turn down the pump. No patient outcome was provided.

Manufacturer narrative:
(B)(4).